Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined. Device history records for these lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent posterior fixation spinal surgery. During the surgery, the driver tip broke off. No pt complications were reported.